Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 60 mg/dl while wearing the pod longer than 48 hours in the arm. The patient's mother reported the patient screaming and not being able to move. The patient was treated with glucagon by a parent, ate some food and a new pod was applied. The patient did report a change in her dose of synthroid recently.